Event description:
On (B)(6) 2020, the patient underwent endovascular treatment for an acute thoracic aortic type a and b dissection using a gore® tag® conformable thoracic stent graft with active control system endoprosthesis. It was reported that line 3 (which is the red handle) broke when trying to deploy the gore® tag® conformable thoracic stent graft with active control system endoprosthesis, which disengages the catheter from the device. After doing that the physician isolated the line at the back end of the catheter where the handle was supposed to be and tried to pull the line with a hemostat, but could not. The physician then opened up the backup hatch and again isolated line 3 and tried to deploy with a hemostat, but could not deploy, and the line 3 wire broke. As a final attempt, the catheter was cut in half, down closer to the end, and the physician was able to find line 3 with a hemostat and he pulled it out easily. The catheter disengaged from the stent without dislodging the stent or causing any problems. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications. An engineering evaluation was performed. Per the evaluation the delivery system was destroyed at the facility; therefore, no device evaluation could be completed. No potential root cause for the lockwire separating from the lockwire connector or resistance while removing the lockwire could be confirmed since the device was not returned. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. Based on the evaluation, the reported difficulty and inability to remove the lockwire could not be confirmed. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event. There is no indication of relation to a manufacturing deficiency. No root cause could be identified as the device was not returned. Addition h6: code 4315.